Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "no light - prior to use" was confirmed, and further defects were detected. In total the following defects were detected: · led is dim as stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is probably damage caused by a fall. As it is still under warranty, it will be repaired free of charge. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in denmark. It was reported that the hospital discovered during preparation that the cmac blade was working fine. When they wanted to use the blade on the patient, there was almost no light coming out of the blade. The blade was changed to another one, and it worked fine. No negative impact in state of health reported.